Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported scan error message when scanning the freestyle libre 2 sensor with the freestyle libre 2 application. Investigation attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. This complaint is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor scan error message was received with the abbott diabetes care (adc) device while using the freestyle libre 2 app. The customer indicated that they were provided either insulin, glucagon, and/or other medication from a third party for treatment. No further information was provided.

Event description:
A customer reported via webform that a sensor scan error message was received with the abbott diabetes care (adc) device in use with iphone 14 pro max, ios version 16.3.1 and app version 2.8.1.6120 while using the freestyle libre 2 app. The customer indicated that they were provided either insulin, glucagon, and/or other medication from a third party for treatment. No further information was provided.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempt to communicate between returned sensor and known good reader and reader successfully communicated with the returned sensor. Scan timeout error message did not observed. An extended investigation has been performed on returned sensor. Visual inspection has been performed on returned sensor and no issues were observed. Sensor data was investigated. Extracted data from the returned sensor using evm (evaluation module) and approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No abnormal events or indication of sensor electronics or software malfunction was found. Phone application scan test was performed. The customer's complaint was attempted to be replicated by using similar configuration and the sensor was able to communicate with the phone without any error. As the customer's complaint did not observed and no other issues found with the sensor or application. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported scan error message when scanning the freestyle libre 2 sensor with the freestyle librelink application. Sensor was successfully scanned, received glucose readings using similar device configuration and was not able to reproduce the complaint. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.